Event description:
A pt who presented post mva with significant flail chest on the left side,initially did not require mechanical ventilation, but deteriorated, then required mechanical ventilation and was showing no progress towards weaning from mechanical ventilation. Per adopted trauma service protocol, the patient and his family were offered operative fixation of his rib fractures to correct the flail segment. The family, after full discussion of risks and benefits and after a second opinion had been obtained from thoracic surgery, decided to proceed with the operation. Multiple rib segments were stabilized with an external fixation segment without problems. An intramedullary stent was used to stabilize a posterior segment of 5th fib, with comminuted segments, in close proximity to the spinal column. The patient subsequently demonstrated paraplegia. CT scan indicated that the stent was in contact with the spinal cord at the t4 level. The patient was returned to the or for removal of the intramedulary stent. Intraoperative exploration indicated that the stent had exited the intramedullary canal at the site of a fracture. Following removal, the patient continued to demonstrate significant neurological deficit. Neurosurgery was consulted and MRI/mrangiography of spine was completed, which indicated spinal cord trauma.